Event description:
It was reported that after implant while the patient was recovering in the post anesthesia care unit, the atrial lead was not capturing and an x-ray confirmed that the atrial lead was dislodged. The patient was brought back into the lab for repositioning of the atrial lead. After the implant site was closed, the atrial lead again became dislodged. The physician placed a stylet into the insulation of the dislodged atrial lead while implanting the new lead. The new lead was implanted successfully and the dislodged atrial lead was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was noted that the proximal conductor had blood/body fluid (not obstructed), the outer insulation was breached cut, and there was blood in/on the helix/lobe mechanism, and visual analysis revealed apparent explant damage.